Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a frozen display. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was partially performed. Flashing medtronic logo, replaced a new battery, flashing continued, flashing would not be deleted. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba2/battery connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Frozen screen is not confirmed. However, flashing medtronic logo due to moisture damaged electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.